Event description:
It was reported that revision surgery was performed due to pain and metal sensitivity.

Event description:
It was reported that revision surgery was performed due to pain.

Manufacturer narrative:
Explantation date corrected.